Event description:
It was reported that the patient developed endocarditis. The patient received intravenous (IV) antibiotic therapy. The implantable cardioverter defibrillator (ICD) and lead were explanted system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).